Manufacturer narrative:
H3, h6) a cable assembly was returned to medtronic for analysis. Analysis revealed that there was a small cut/tear in the candlestick cable jacket. However, the reported issue was unable to be confirmed. The assembly passed continuity testing and no electrical wires were exposed. No functional problem was found. Fdm 10, fdr 180 apply to this analysis. A software analysis was also initiated. Analysis revealed that the issue was not due to a software issue. Log analysis found that the event was due to a hardware issue (recoverable error, imbalanced ma). Fdm 10, fdr 213 apply to this analysis. Fdc 4307 applies to the investigation based on this information. H10 additional information): it was determined there was an accidental radiation occurrence due to early termination of acquisition. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The system detected a hardware issue and halted the acquisition to mitigate potential harm associated with further exposing the patient when the end result may lead to an unusable image. This issue is not a systemic issue as it was resolved by performing system hardware service to resolve. Number of people exposed: 1 - patient number of people in or other than patient: 7 estimated 3d dose absorbed (patient): 1.87 msv medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The error logs were reviewed and showed an imbalanced ma on (B)(6) 2019, however when the manufacturing representative tested the equipment on (B)(6) 2019, he completed 12 spins with no errors. The issue could not be duplicated. It was also indicated that the site had used a system for a case on (B)(6) 2019 with no problems. The manufacturing representative completed 3 more spins with no issues. The system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site had attempted 6 hd 3d spins, all of which aborted at 15 seconds or less. The site chose to abort medtronic imaging and navigation to complete the procedure. There was a less than 1 hour delay to the procedure and no impact to patient outcome.